Event description:
The customer was unsure which device was used. A blood glucose test was done on patient with a result of 273mg/dl. A lab was done with a result of 137mg/dl. The customer ran a correlation study. Device #1 read 157mg/dl, device #2 read 157mg/dl, a lab was also done with a result of 150mg/dl. No treatment was given. Controls were in range. Request was made for the return of the suspect device. The customer refused replacement.